Manufacturer narrative:
Complaint no: (B)(4). Evaluation codes were provided with the additional method code. The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification; however, failed the rite functional test due to encountering a rls 156. The rite functional test failure would not have caused or contributed to the reported difficulty. A short simulated therapy was successfully performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. The cause of death was not reported. It was reported the patient was hospitalized prior to death for an unknown indication. It was not reported if an autopsy was performed or if a death certificate is available. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.